Event description:
The customer reported a system message displayed during set up. The patient was in the room and under anesthesia, but the surgery had not begun. The patient was scheduled for a posterior vitrectomy with a scleral buckle. Additional information received from the facility care coordinator stated they tried rebooting, but the system message did not clear. The care coordinator called the company technical service specialist to assist with troubleshooting. The case was delayed about 30 minutes. The scleral buckle was completed. The posterior vitrectomy was rescheduled.

Manufacturer narrative:
The company service representative examined the system and replaced the relief valve. The relief valve was disposed of at the site. Preventative maintenance was performed. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).